Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented to the hospital. Upon device interrogation, the right ventricular lead was suspected to be dislodged. Radiography was performed confirming dislodgement. During the procedure, the lead was attempted to be repositioned. The lead could not be fixed despite multiple attempts possibly due to the patient¿s myocardial problem. The lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.